Event description:
The customer reported a water supply failure. Additional details were requested regarding the reported event. No additional information was provided. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign material was exiting the air/water nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, service found foreign material coming out of the air/water nozzle. The reported event (water supply failure) was confirmed. The water supply was insufficient and the drainage function was deteriorated due to clogging of the air/water nozzle. In addition, air could not be supplied due to clogging of the nozzle, the bending angle was insufficient due to elongation of the angle wire, there was dirt on the operation part that was difficult to remove, the adhesive on the bending section cover was missing, the up/down knob was difficult to remove due to insufficient cleaning, there was dirt that was difficult to remove from the right/left knob due to insufficient cleaning, the right/left angle fixing knob was found to be difficult to remove due to insufficient cleaning, and there were scratches on multiple parts of the device. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon could not be further determined - the reported phenomenon was confirmed and reproduced as a black foreign material, but this material could not be definitively identified. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.